Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed a pocket infection and sepsis following a recent generator change out. The patient was hospitalized and treated with intravenous antibiotics. This rv lead was capped and abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that this patient underwent a further procedure due to infection and sepsis. The patient was hospitalized and treated with intravenous antibiotics. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.